Event description:
Pump #1 was reported to overinfuse during clinical use. A 250ml/hr bag of heparin was set to infuse at a rate of 10ml/hr. The entire bag reportedly infused in 4 hrs. The infusion was discontinued and the pt's protrombin time levels were found to be high. The pt was given vitamin k and the pt returned to pre-incident status. No adverse outcome resulted.